Event description:
On (B)(6) 2010, pt reported she ate chinese food today and her blood glucose was 502 mg/dl at 4 pm. Pt inquired if she should take insulin and how much. Pt is new to pump therapy. Advised cannot advise her on how to take her insulin. Pt stated all of her info is in her bolus calculator and she will see if there is a recommended dose. Pt's aunt came on the call and remained on the line for the remainder of the call. Pt's aunt stated the reason the pt's glucose is so high is because she ate the chinese food and her glucose always goes high after this meal. Pt's normal blood glucose range is below 150 mg/dl since she started on the infusion device. Aunt reported pt had a doctor's appointment today, woke up late, so she did not eat breakfast and did not bolus. Aunt stated pt's blood glucose was 240 mg/dl this morning; did not take any insulin for correction. Aunt reported pt ate the chinese food at 12:30 pm, did not have her meter or bolus calculator with her, so she did not know what her bolus was or how to figure out the carbohydrates. Aunt reported pt did not bolus with the meal. Aunt stated pt got home at 4 pm and tested her blood glucose with a reading of 502 mg/dl; has not taken any correction yet. Aunt reported pt is getting ready to eat dinner. Advised pt to test before dinner and then use the bolus calculator to figure out the carbohydrates for the meal and correction for her current blood glucose. Pt tested during the call and the result was 388 mg/dl. Pt reported the infusion device has not given any alerts or errors today. Aunt reported pt is going to be taking antibiotics for her foot. Aunt stated she feels the pt's blood glucose will come down on its own. Advised to check blood glucose 2 hours after eating to make sure it is coming down to her normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.